Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that the 15mm connectors snapped when the anesthetist connected the circuit to the device. No patient injury reported.